Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).

Manufacturer narrative:
The pump initially failed the flow rate testing during preventative maintenance due to a recorded flow rate deviation of 6.21%, which is outside the acceptable range of +/-4.5%. After calibrating the pump's flow rate offset from 10 to 4, the pump passed the retest and now meets the full specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 06/19/2024, during the preventive maintenance (pm), the device was reported to have a flow rate offset issue.